Manufacturer narrative:
Additional information concerning this event will be requested from the field. This report will be updated once further information is provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was not pacing the patient properly. The dislodgement was confirmed by the physician through x-ray. The system was reprogrammed and a revision procedure will be performed later in time. The ra lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was severed approximately 420 millimeters from the tip with only the distal segment being returned. The helix was extended and blood and body fluid was noted in the helix housing. Subsequent continuity testing confirmed the returned segment of the lead was electrically continuous. Microscopic inspections of the electrode tip found no anomalies. Overall, analysis was unable to confirm the clinical allegations made against the lead in the field.